Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was tortuous and calcified in an unknown vessel. The 2.5 x 24 mm taxus liberte drug eluting stent was advanced toward the lesion and the shaft broke. No patient complications were reported.